Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that 3 inner wrapping of the bd¿ whitacre spinal tray were discovered to have holes. The following information was provided by the initial reporter: mat# 405671. It was reported by the customer "incident at ccf medina hospital involving bd spinal trays lot # 405671. 3 kits were discovered to have holes in the inner wrapping. " verbatim: 3 kits were discovered to have holes in the inner wrapping.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that 3 inner wrapping of the bd¿ whitacre spinal tray were discovered to have holes. The following information was provided by the initial reporter: mat# 405671. It was reported by the customer "incident at (B)(6) hospital involving bd spinal trays lot # 405671. 3 kits were discovered to have holes in the inner wrapping. " verbatim: 3 kits were discovered to have holes in the inner wrapping.